Event description:
During service by baxter, the technician found a defective user interface module printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Failure code 533:320:844:0000 was initially reported by the facility. The failure code occurred during bio-med testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 533:320:844:0000 reported by the customer confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.